Manufacturer narrative:
Device passed self test and displacement test. No pump error 54, 63 or 3 alarms noted during testing however, the formatted history file confirmed pump error 3 and pump error 54 alarm due to software error. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated the first self test passed and second test was failed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis